Event description:
(B)(6) study. It was reported that there was a jet. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported. On (B)(6) 2019 during the 12 month follow up visit transesophageal echocardiogram revealed arrhythmia with 2mm residual jet around device, no thrombus or pericardial effusion was noted and cta concluded contrast seen behind the device but no leak. On (B)(6) 2019 the patient was noted to have a device leak and was scheduled for a coil closure. On (B)(6) 2019 the patient presented to the hospital for their scheduled procedure. The coil procedure was completed successfully. On (B)(6) 2019 the event was considered to be resolved and the patient was discharged.